Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced early battery depletion. The ipg was removed and replaced. No patient complications have been reported as a result of this event.